Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to bilateral lower extremity deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging "possible embedded hook." The patient is further alleging perforation of struts, acute right lower lobe/right upper lobe pulmonary embolism after the filter implant, "severe and ongoing pain" in right lung, indefinite use of pain medication, inability to engage in heavy lifting/regular exercise/activity at the gym, anxiety/fear, and depression. Per report from CT (computed tomography), "ivc filter seen, below the level of the renal view inflows. There appear[s] to be few perforated struts, and possible embedded hook."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. The investigation was reopened due to additional information provided. The following allegations have been investigated: perforation, pulmonary embolism (pe), "possible embedded hook," right lung pain, indefinite pain medication use, inability to engage in heavy lifting/regular exercise/activity at the gym, anxiety/fear, depression. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Unknown if the reported "possible embedded hook," right lung pain, indefinite pain medication use, inability to engage in heavy lifting/regular exercise/activity at the gym, anxiety/fear, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on wo (work order) for neither device lot, nor filter lot(s). No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.